Manufacturer narrative:
The investigation determined that non-reproducible, lower than expected vitros crea and tsh results were obtained from a single patient sample processed using vitros chemistry products crea slides lot 1545-3532-8253 and vitros immunodiagnostic products tsh reagent lot 7050 on a vitros 5600 integrated system. A definitive assignable cause of the event could not be determined. Based on historical quality control results a vitros crea lot 1545-3532-8253 or vitros tsh lot 7050 related issue is not a likely contributing factor of the event. Furthermore, continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros crea reagent lot 1545-3532-8253 or vitros tsh reagent lot 7050. As no precision testing was performed on the vitros 5600 integrated system an instrument related issue could not be completely ruled out as a contributor of the event. However, there was no evidence to suggest that the vitros 5600 system malfunctioned. Additionally, pre-analytical sample processing could not be ruled out as a contributing factor as it is unknown if the customer was following the sample collection device manufacturer's recommended centrifugation protocol. Improper pre-analytical sample handling could have contributed to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report non-reproducible, lower than expected vitros crea and tsh results were obtained from a single patient sample processed using vitros chemistry products crea slides lot 1545-3532-8253 and vitros immunodiagnostic products tsh reagent lot 7050 on a vitros 5600 integrated system. Patient sample vitros crea result of 1.16 mg/dl versus an expected result of 1.56 mg/dl patient sample vitros tsh result of 0.679 miu/l versus an expected result of 1.165 miu/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros results were not reported outside of the laboratory. There was no reported allegation of patient harm as a result of this event. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).